Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a balloon kyphoplasty (bkp) at t7. During the procedure, the patient experienced excess pain during the post-op recovery period reported as "musculoskeletal and connective tissue pain". The physician indicated there was no device deficiency, the event was unrelated to the bkp tools, unrelated to anesthesia, and the event was possibly related to the bone cement. The patient was treated with pharmaceutical therapy and discharged on the same day as the procedure. No further information could be obtained.